Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping') in an adult female patient who had essure (batch no. 50500530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psychology injury") and urinary tract infection ("bladder/urinary problems : uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bi lateral salpingectomy essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, dyspareunia, heavy menstrual bleeding, dermatitis allergic, psychological trauma, urinary tract infection and weight increased outcome was unknown. The reporter considered dermatitis allergic, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified) -result unknown. Ultrasound scan vagina - on (B)(6) 2021: mildly enlarged uterus consistent with adenomyosis. Essure devices are identified within the interstitial portion of the fallopian tubes bilaterally. Lot number:50500530, manufacturing date: 2010-02, expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping') in an adult female patient who had essure (batch no. 50500530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psychology injury") and urinary tract infection ("bladder/urinary problems : uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bi lateral salpingectomy essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the dysmenorrhoea, dyspareunia, heavy menstrual bleeding, dermatitis allergic, psychological trauma, urinary tract infection and weight increased outcome was unknown. The reporter considered dermatitis allergic, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2018: essure confirmation test(s) (unspecified) - result unknown. Ultrasound scan vagina - on (B)(6) 2021: mildly enlarged uterus consistent with adenomyosis. Essure devices are identified within the interstitial portion of the fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, heavy menstrual bleeding. Most recent follow-up information incorporated above includes: on 1-oct-2021: medical record received. Case upgraded to serious incident because of essure removal. Reporter information, device removal details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.